Event description:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx defibrillator indicating that the device experienced an ECG (electrocardiogram) malfunction. The rse evaluated the device remotely. The customer was instructed to rerun the operational check, and the device passed testing successfully. The device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was not determined. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The device passed subsequent operational checks, no fault was found. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.